Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the poppet valve is damage and causing the unit to shut down it has been fixed. No additional malfunctions were reported.